Event description:
It was reported "no alarm/alert with very strange bpw appearance that was likely related to a kinked iab". The iab catheter and pump console were removed and not replaced. The patient's current condition is reported as "critical". Associated MDR#: 3010532612-2024-00768.

Manufacturer narrative:
(B)(4). The reported complaint of "no alarm/alert with very strange bpw appearance" is confirmed based on the picture. The product was not returned for investigation. The picture shows the iabp pumping with an abnormal balloon pressure waveform. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the abnormal balloon pressure waveform. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "no alarm/alert with very strange bpw appearance that was likely related to a kinked iab". The iab catheter and pump console were removed and not replaced. The patient's current condition is reported as "critical". Please see associated MDR#: 3010532612-2024-00768.